Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported by the facility via a copy of medwatch (B)(4) that the patient presented to the hospital on (B)(6) 2016 for bursitis secondary to previously placed deep implants. On (B)(6) 2014 the patient had presented to the hospital with a left patella fracture which required an open reduction internal fixation of the patella. The surgeon documented that he placed two 4.0 cannulated screws with washers on the ends and compressed the fracture "quite nicely". No complications were reported. On (B)(6) 2016 the patient was admitted through the hospital's same day surgery for "chondromalacia patella left knee secondary to previous fracture". The surgeon documented the patient was scheduled for arthroscopy and removal of the deep implants from his patella due to bursitis from the previously placed deep implants. At the time of the surgery the patient was noted to have what appeared to be a non-union of his fracture. However, after the review of the initial fracture radiographs, it was noted by the surgeon that the fracture actually was in a different location and different orientation. The operative report revealed there was a new fracture along the track of the superior screw. The operative report also revealed the patient's patella was noted to have a grade 1 to possibly early grade 2 chondromalacia of the inferior portion of the patella. There was a crevice initially thought to represent an unhealed portion of his previous fracture and this was palpated extra-articular and noted to be mobile. The surgeon documented that he felt that this would require removal of the patient's previous implants and repeat fixation of what was thought to be an unhealed fracture. The previous implants were then removed and an open reduction internal fixation was done on the new patella fracture. Medwatch also noted that no complications were reported and no known concerns were found in the removed deep implants. Medwatch also noted that a (B)(6) 2016 imaging report for the left knee revealed orif left patella fracture. On (B)(6) 2015 imaging report for left knee revealed "status post recent knee surgery without adverse postoperative features.